Manufacturer narrative:
(B)(4). G2: australia the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip revision approximately six years post implantation due to a femur fracture following a fall. It was reported that no further information is available

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h6 it was reported that a patient fell from a ladder and sustained a periprosthetic fracture 6 years after initial implantation. There are no allegations of device deficiency or instability prior to the fall. The cause of the fall is known and is determined to be unrelated to the implanted device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.